Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) solution sets with interlink had a crack in the spike which allowed air in line. The set was being used to deliver an unspecified drug on an infusion pump which caused an air in line fault message. This issue was identified during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.